Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that she had to take her son to the emergency room (ER) for high blood glucose. They had given him several correction boluses, but there was still no change in his levels. Once the patient reached 500mg/dl, the mother took him to the ER, where they removed the pod. She stated that the doctor told her that the insulin was faulty and to throw it away. The patient was diagnosed with elevated blood sugar levels. Treatment included insulin (humalog) via syringe. The pod had been worn on the abdomen. The patient's blood glucose and insulin history is as follows: time, bg (mg/dl), bolus (u): 3:17pm, 407, 10.10. 11:14pm, 496, 12.9. 1:00am, 500.